Event description:
The patient was undergoing gyn surgery when the handle of the bariatric detach-a-tip laparoscopic scissors broke, resulting in no retained foreign object or harm/injury to the patient and no delays in the surgery. FDA safety report ID# (B)(4).